Manufacturer narrative:
The returned device was evaluated for the reported problem. The tip of the cannula was slightly damaged and was folded in on itself, which may have occurred at insertion. This apparently did not entirely occlude the cannula but may have limited the amount of insulin delivered.

Event description:
Customer said that they did not think pod was delivering insulin correctly after an occlusion alarm and noting "hi" blood glucose levels. The pt was treated for high bg levels with injections and the device was replaced. No further issues were reported. The pod is being returned to the MFR for evaluation.